Event description:
Quality control (qc) materials for the calcium test recovered above the established control range on an atellica ch 930 instrument. The customer reported that patient samples were run while the qc was above the established control range. The customer did not provide test result data for evaluation. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that quality control (qc) materials for the calcium test recovered above the established control range on an atellica ch 930 instrument. The operator reportedly put the calcium test in troubleshooting mode expecting that only calibrator and qc materials would be run for troubleshooting purposes. As per the atellica solution operator's guide in troubleshooting mode the assay is conditionally available on the analyzer. The system only sends qc and calibration orders for that assay to the analyzer. However, the operator can manually designate the patient test to process on the troubleshooting analyzer. The operator moved all patient samples to historical to prevent any other samples from processing. The cause of the patient samples being processed while the calcium test was in troubleshooting mode is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.